Event description:
The customer reported the sys would not power up/boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed on an onsite investigation. The power control board was replaced. The sys was then found to be operating as intended.